Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited high impedance measurements of the ventricular rate/sense lead and the atrial lead. The device is pacing and sensing normally. Engineering evaluation of memory dump and save to disk information did not find evidence of device issues (eg faults), and calibration constants all were normal. Engineering suggests checking viability of lead and setscrews.